Manufacturer narrative:
The unit was unable to prime during the prime test due to moisture damage on the force sensor resistor. Analysis was unable to perform the excessive no delivery test and the occlusion test due to a prime and fill anomaly. There was no motor error alarm. The unit passed the basic occlusion test and the displacement test. The motor was tested outside of the device and passed. The unit had a missing end cap sticker, battery tube threads cracked, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corner. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a motor error alarm during basal and bolus. The customer was able to complete the rewind. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.